Manufacturer narrative:
(B)(4). Date sent: 03/10/2021. D4: batch # u5cu69. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an gst60d reload not loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4).batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. Additional information was received below but to date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please provide more details for ""the staples could not be deployed""? No further information is avaiable. Did the device lock-out (no staples deployed and no cut line started)? No further information is avaiable. Did the device cut the tissue? No further information is avaiable. Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the staples could not be deployed at the third firing. The cartridge color was gold. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.